Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed an error code 1005 is indicative of an open circuit condition during shock delivery of the right ventricular (rv) lead. The lead was capped. No adverse patient effects were reported.